Event description:
Patient additionally reported that "one of them appears to be collapsing on itself or has a slow leak." Healthcare professional later reported capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ autoimmune/connective tissue disorders - ndr: unable to observe since it is not related to the device. Rupture: not observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported unknown-side "my allergan implants as have caused me a ton of autoimmune illnesses since I had them put in in 2013." Patient additionally reported that "one of them appears to be collapsing on itself or has a slow leak." Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown-side that "one of them appears to be collapsing on itself or has a slow leak." Device remains implanted.